Manufacturer narrative:
(B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an unknown procedure with a pentaray nav high-density mapping eco catheter and an issue with thrombus/clot was observed. After removing the pentaray catheter from the patient¿s body, a thrombus was found attached to it. The catheter was replaced, and the issue resolved. No temperature issues were reported. Patient was anticoagulated as usual; activated clotting time (act) is unknown. Normal heparinized saline was used during the procedure. The procedure was completed without patient consequence. With the information available, this event was assessed as a MDR reportable thrombus/clot product malfunction.

Manufacturer narrative:
It was reported that a patient underwent an unknown procedure with a pentaray nav high-density mapping eco catheter and an issue with thrombus/clot was observed. After removing the pentaray catheter from the patient¿s body, a thrombus was found attached to it. The catheter was replaced, and the issue resolved. No temperature issues were reported. Patient was anticoagulated as usual; activated clotting time (act) is unknown. Normal heparinized saline was used during the procedure. The procedure was completed without patient consequence. On 3/22/2021, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. The complaint catheter was inspected, and it was found in good normal condition. No thrombus was detected. The device evaluation has been completed. Upon receipt, the catheter was visually inspected, and it was found in normal condition and no thrombus was observed in the pentaray nav eco catheter. An irrigation test was performed with the returned catheter and the catheter passed the test without difficulty. A manufacturing record evaluation was performed for the finished device 30460589l number, and no internal action was found during the review. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any thrombus issues. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)